Manufacturer narrative:
Monitor was returned to the manufacturer for analysis. Analysis found that the trim ring around screen was coming off and the paint was chipping. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the mvs failed. The outer packaging is intact, but the display was broken. On the 2nd visit, the issue was resolved by installing and doing calibration on an external display. The imaging system then passed the system checkout and was found to be fully functional. The monitor was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported during servicing that the mobile view station (mvs) would not display on the monitor. There was no patient present when this issue was identified.